Event description:
Approximately one month later this device was explanted and returned for analysis.

Manufacturer narrative:
As no further information concerning this report is available and the device has yet to be explanted, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician did not trust the longevity remaining on this pacemaker, which has been implanted for over six years, and indicated < 0.5 years remaining during today's routine interrogation. The physician is suspecting premature battery depletion. The device has not triggered ert/eri yet. A longevity calculation was previously requested to boston scientific's therapy system support (tts), by the field representative three weeks prior, and longevity remaining was <1.5 years based on programmed settings from the device check eight months ago. Tts advised that the device could be left in the patient, and the patient should be seen back in no more than three months. The field representative reported that the physician wishes to replace the device and it will be returned for analysis. At this time, the replacement procedure has not been scheduled. No adverse patient effects were reported, and no performance issues have been communicated over the implant time of the device.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of the device memory indicated that a last battery status of good and that the device did not declare ert until after explant. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.